Manufacturer narrative:
Exact implant date unknown. Reported as the first week of (B)(6) 2017. The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Hyphema, inflammation, and iop increase are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that an istent patient presented two weeks postoperatively with a latent hyphema that had not resolved. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the cataract and istent procedure was uncomplicated. Approximately one month postoperatively, the patient developed a corneal ulcer and hyphema. The ulcer was caused by an abrasion that became infected, and has since improved. The patient has a residual 2.8mm layered hyphema, some residual corneal edema, and an elevated iop on max iop medications. The surgeon is unsure how the hyphema developed. The glaukos medical monitor and the surgeon discussed different treatment options including an anterior chamber washout and topical steroids with continued glaucoma medication use. The patient is off aspirin. Once a clear view can be obtained, the surgeon can try accessing the stent. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Decreased visual acuity is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following event details. The hyphema resolved without sequelae. An anterior chamber washout was performed. The surgeon reported that the hyphema resulted in the intraocular pressure (iop) rise, which led to the corneal edema. The corneal edema resolved without intervention. At the initial onset of postoperative iop elevation, the patient was non-compliant on the same glaucoma medications that had been prescribed preoperatively. The patient was reportedly improving and the adverse event was noted as resolved.